Event description:
It was reported the device battery needed replacement. There was no patient involvement.

Manufacturer narrative:
As the issue occurred during servicing of the device, the event date has been updated from 09oct2023 to 25oct2023.

Event description:
It was reported that, during servicing, the device battery needed replacement. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a battery issue. There was reportedly no patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : no additional information available.